Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant; however, elevated gradients may indicate obstructed flow across the valve. Residual gradients after implantation may result from patient factors such as hypertrophic cardiomyopathy (hcm), sub-valvular aortic stenosis, or inadequate leaflet coaptation. It may also be indicative of sub-optimal frame expansion or patient-prosthesis mis-match. Over time, gradients can develop or worsen due to leaflets being affected by the development of calcification, the formation of pannus, or prosthetic cardiac valve thrombosis. Structural valve deterioration (wear, fracture, calcification, leaflet tear from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) is listed in the instructions for use for the tavr procedure and are known potential risks associated with the device. Small gradients may not be indicative of significant dysfunction. Large gradients may be indicative of ongoing dysfunction and may require surgical or percutaneous intervention to restore normal flow. In this case, the device is not available for evaluation as it remains implanted in the patient. The cause for the valve increased gradient of the sapien xt valve could not be determined based on the limited information provided. However, may be due to progression of the patient disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 5 years 10 months post implant of a 23mm sapien xt implanted in the aortic position, the patient called emergency medical services (ems) due to chest pain and shortness of breath. The ems found the patient to be hypoxemic and the patient had a witnessed cardiac arrest. CPR was initiated and return of spontaneous circulation was achieved after approximately 12 minutes. The patient underwent tte, and tee revealed a maximum gradient of 80 and mean gradient of 46, with valve area of 1.2 cm2. There was also mild tricuspid regurgitation, and moderate mitral regurgitation. No procedure or surgery has been performed to address the thv yet.